Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is not delivering insulin. The blood glucose reading is high. Customer woke up with a blood glucose reading of 196 mg/dl. Customer treated with a bolus. The current blood glucose reading is 278 mg/dl. Nothing further reported.